Event description:
It was reported that a er320 was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the instrument spit clips. They did not fall into the pt. There was no consequence to the pt.